Manufacturer narrative:
This report is being submitted to relay corrected information to 1 record submitted on the report (MFR-0001038806-2020-00226). After additional information was discovered during investigation, it was determined this event no longer meets the criteria of a malfunction that if it were to recur would cause or contributed to a death and / or serious injury. The prior submission for MFR- 0001038806-2020-00226 submitted on 28-apr-2020 should now have one record subtracted. Therefore, this report is to remove (void) 1 record from the previously submitted report and make the total events reported to 23.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A fractured screw was returned for investigation. Visual inspection of the as returned product identified that the lower portion of the screw had fractured off and was not returned along with the subject implant. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (item # iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (iunihg and bost410) therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b1: adverse event or product problem. B4: date of this report. B5: event description. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change 'no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
It was reported that the implant was removed due to screw fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One screw was returned for investigation along with the associated implant. Visual inspection of the as returned product identified a fractured screw piece stuck inside the implant and the remaining fractured screw portion. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked follow-up. H2: checked follow-up type. H3: changed no to yes. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Screw fracture: summary of results: evaluation conclusion codes are selected for each reported event to summarize the results of the investigation. 4307: cause traced to component failure screw fracture is an expected/potential failure documented within zimmer biomet risk documentation. Reported events using this code have had a malfunction via fracture confirmed through investigation. However, evaluation of the returned device(s) and/or manufacturing reviews of the reported lot numbers confirmed the product was conforming at the time of release from zimmer biomet control. No additional remedial action was taken, as the fractures were not determined to be the result of a confirmed manufacturing deficiency. There were 24 reported fractured abutment screw events summarized. Of the 24 fracture events, 14 abutment screws were returned and 10 were not returned. Twenty four abutment screws were labeled as single use. None of the 24 reported abutment screws were reported to have been reprocessed and reused. 67 : no problem detected. A complete investigation could not be performed due to unreturned product and a lack of available product lot information. Without this information the manufacturing history of the reported device(s) could not be completed, nor an evaluation of the subject device(s) for the reported fracture. The following sections have been updated: h10: one record was removed from the initial report. Additional information from received from the customer resulted in the event being reasessed as a serious injury. The serious injury was repoted on MFR-0001038806-2020-00226.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the screw fractured resulting in implant removal.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. G7: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative.

Manufacturer narrative:
Number of events reported: 25 conclusion not yet available. (B)(4).

Event description:
This report summarizes 25 reported events for device malfunction - fracture. It was reported that the abutment screw fractured in the patient's mouth. The implant was not affected as a result of the fractured screw and there were no impact or harm to the patient as a result of the fracture event. Range of patient age and patient gender: age of female: 62 - 81, age of male: (B)(6), gender: 10 female, gender: 6 male, patient gender was unknown or not provided for 9 events. Patient age was unknown or not provided for 16 events. The race and ethnicity was not provided by the reporters.